Event description:
It was reported that during the procedure in the mildly calcified left internal carotid artery, the emboshield nav6 embolic protection device was advanced into the patient anatomy and the filter was deployed. A 9-7 x 40 mm xact stent system was then advanced and the stent deployed. After stent placement, the patient experienced no reflow and experienced a transient ischemic attack with symptoms of aphasia and hemianopia. A non-abbott aspiration catheter was advanced into the patient anatomy multiple times until timi 2 flow was noted. An attempt was made to remove the emboshield nav6 embolic protection device; however, the filter could not be pulled into the recovery catheter. The entire system was removed as a single unit. Once the device was pulled into the descending aorta, flow improved immediately and the patient's symptoms resolved. The filter was noted to be fully of soft plaque debris when removed from the patient anatomy. Post procedure, the patient received a blood transfusion to treat chronic anemia. It was noted that the patient's neurological symptoms of aphasia and hemianopia returned. Low dose heparin was administered and a neurological consult was obtained. Per the neurologist, the patient likely had an embolic infarct. Computed tomography performed on (B)(6) 2012 noted no abnormalities. The patient received speech therapy. No other treatment was provided and the patient's symptoms resolved on (B)(6) 2012. No additional information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical devices: stent: xact (82086-01/1042161); bivalirudin. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The reported patient effects of embolism, neurological deficit dysfunction, and occlusion are known observed and potential adverse events of carotid procedures as listed in the emboshield nav6 embolic protection system instructions for use. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.